Event description:
During a remote follow up, it was observed the device delivered inappropriate shocks due to atrial fibrillation and it was suspected this was due to the programmed settings of the device. No intervention was performed. Additionally, it was noted the patient has since passed away due to unrelated causes and not related to the device.